Event description:
Patient experienced loss of pain relief and swelling at pump pocket site. It was noted that there was a disconnection of catheter at pump pocket site; refill date and programming time was noted as (B)(6) 2011 at 13:34. A catheter dye study performed on (B)(6) 2011, concluded that a large amount of dye collected in pump pocket indicating a leak. The fluid was aspirated on (B)(6) 2011; programmer time 16:21. A catheter revision/revision of pump pocket site on (B)(6) 2011; programmer time 13:19. Patient outcome was noted as resolved without sequelae. Drug delivered via the pump was hydromorphone.

Manufacturer narrative:
Catheter: model 8709, lot# j0039912r, implanted: (B)(6) 2000, explanted: unk; catheter: model 8596, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk; catheter: model 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).